Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, and chronic back pain. She stated that she never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2013, hysterectomy was done to remove essure and she was informed that her essure coils had fractured and broke apart. Follow up information was received on 06-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra lit: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer who had essure inserted and she presented chronic pelvic pain, essure was removed and it was noted that coils had fractured and broke apart (seen as device breakage) chronic pelvic pain is anticipated in essure's reference safety information, while device breakage is anticipated per technical analysis. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion and around 4 years after insertion consumer underwent a hysterectomy to have the essure coils removed. Considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Regarding the event device breakage, during difficult insertion/removals, cases have been reported of essure breakage. In this particular case, after hysterectomy physician informed that coils had fractured and broke apart. Although the exact mechanism of the event is not known, given its nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs